Event description:
The customer reported leakage and partial rupture of a PICC placed on (B)(6) 2024 PICC and removed on (B)(6) 2024 after a dwell time of 28 days. Securacath was not used. There was no report of patient harm and the PICC was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.